Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow and positioning issue. The device was not returned for evaluation. The root cause of the low pump flow and positioning issue was not determined since neither product, nor the data logs were returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, repeated suction and position alarms occurred. The impella cp device was explanted. The patient survived the procedure.